Event description:
The pt experienced muscle cramps. He was hospitalized for 8 days. Tests there ruled out digestive issues. The pt had a new stimulation program added 2 weeks after neurostimulator implant. It is possible that the second program may be triggering the muscle cramps. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.